Event description:
It was reported that a spectrum pump displayed system error 322 in the medical surgical care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced. System error 322 was confirmed through review of the event history log and through observation of the alarm during functionality testing. Eval found the cause to be the door latch switch being slow to respond. The upper auxiliary assembly will be replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.